Event description:
It was reported that the bardia urethral catheter was not well sealed in its primary packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications.the reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure.visual evaluation of the attached photo sample noted one opened (without original packaging), unused bardia urethral catheter. Visual inspection of the photo sample noted the catheter was not well sealed in its primary packaging. This is out of specification per inspection procedure which states, holes / broken / open seals in package are not allowed. A potential root cause for this failure could be out of spec parameters. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Single-use. Single patient use, do not reuse. Do not use." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bardia urethral catheter was not well sealed in its primary packaging.